Event description:
It was reported via repair work order that the left and right siderails were not functional due to a damaged cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.